Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the ICD pocket was infected. The patient was hospitalized and the entire defibrillation system (ICD, ventricular leads) was explanted. It is unknown if the infection was procedure related. Preliminary analysis revealed that the subject device has been sterilized and released according to all applicable procedures.

Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, the ICD pocket was infected. The patient was hospitalized and the entire defibrillation system (ICD, ventricular leads) was explanted. It is unknown if the infection was procedure related. Preliminary analysis revealed that the subject device has been sterilized and released according to all applicable procedures.